Manufacturer narrative:
Explant date: lens remains implanted, therefore not explanted. Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the iol (intraocular lens) had a scratch/ tear on the edge when coming out of the cartridge. The lens was implanted successfully and remains in the patient's eye. An explant might be required but is not planned yet. No additional information was provided.